Event description:
It was reported by the patient that the previously working remote monitor would not respond to the start button. It was successfully reset by unplugging and replugging in the power cord. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.